Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician removed left ventricular (lv) lead because they did not like the position and that the condition of the patient had changed since initial implantation of the lead, to where now there was no more need of biventricular stimulation for the patient. A portion of the lead was returned to the manufacture, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.